Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient on impella cp support experienced ventricular tachycardia (vt). Additionally, unsuccessful troubleshooting was done for impella in aorta placement alarm. The impella cp was explanted and discarded. The patients outcome was stable.